Event description:
Manufacturers ref: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the flow transducer test during pre-use check. Our field service engineer investigated the ventilator on site. The expiratory and the inspiratory pressure transducers printed circuit boards were cleaned. The air and the o2 gas modules were checked. The o2 gas module was needed for testing purposes. No more information is available and no further issues have been reported after the reported event. The root cause to the reported issue could not be established by this investigation.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).